Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) undersensing due to crosschamber blanking, resulting in inappropriate ventricular pacing. Technical services (ts) discussed that there was no programmable crosschamber blanking after atrial sense. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.